Event description:
It was reported that the proximal tip of the device broke off during the procedure. The tip did not fall into the patient and no patient injury was reported. Another saw blade was used to complete the procedure.

Manufacturer narrative:
A visual inspection of the returned device revealed one of the prongs on the proximal end of the blade was broken. Based on analysis of the fracture site, the break was observed to be the result of a ductile fracture. This type of fracture occurs when force or stress is put on one area of the blade causing a slight bend, crack or stress point on the blade. The fracture process consists of the formation and propagation of a crack. During use, this crack continued to propagate until the breaking point was reached. The most probable cause of the fracture was determined to be the result of stress placed on the blade during clinical use. Ascent's instructions for use states, "do not apply excessive lateral force." Due to the infrequency of this type of event, no trend analysis is available.